Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. The patient was allergic to heparin but the physician agreed to proceed using angiomax in lieu of heparin. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Shortly after the transseptal puncture an act was 360. The device was delivered and deployed in the usual fashion through the was. After the device was deployed, the physician was measuring the compression on transesophageal echocardiogram(tee) and noticed a small thrombus on the tip of the delivery system. The physician aspirated back through the delivery system and the thrombus was no longer visible on tee. Release criteria was met and the device was released successfully. There was no harm that came to the patient or any other complications. The patient has since been discharged home.